Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. Eval of the complaint sample shows an aneurysm type balloon in the feeding tube. A longitudinal partial tear in the feeding tube is also observed at the "ballooned" area of the tubing. The distal end of the feeding tube is jagged and irregular. Observation of the damaged "ballooned" area of the feeding tube indicates the elasticity of the tubing has been breached. The veneer of the damaged area of the feeding tube is translucent and thin. These are features associated with burst damage secondary to over-pressurization. It appears infusion pressures have exceeded the burst strength of the feeding tube. This may be a user maintenance issue. Note: the distal end of the feeding tube that contains the weighted tip was not returned for eval.

Event description:
Catheter break. The indwelling period was 41 days.